Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer received button error and insulin pump was turned off. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, self test, active current measurement, sleep current measurement and p-cap locks properly into the reservoir compartment. Pump successfully downloaded utilizing thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 25, battery failed alarm, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing. The pump downloaded history confirmed the pump alarmed low battery alert on (B)(6) 2023 at 13:47:00.000 and power loss alarm on (B)(6) 2023 at 16:05:27.000 due to customer's faulty aa battery. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcba 1 was locked properly during visual inspection. Stuck key alarm was not noted during testing. Verified pump alarmed stuck key alarm on (B)(6) 2023 at 15:31:01.000 in pump's downloaded history. Verified pump alarmed pump error 63 variable 15 on (B)(6) 2023 at 16:09:09.000 and pump error 53( file number = 2002 line number = 1541) on (B)(6) 2023 at 16:56:08.000 due to hardware anomaly, in pump's downloaded history. Pump was cut open to perform visual inspection and moisture damage was noted on pcba 1, pcba 2, keypad flex tail, motor and force sensor. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, cracked battery tube threads, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage, stained keypad overlay and missing display window cover. Pump passed required testing. Unexpected battery power loss not confirmed. All buttons functioned properly and stuck key alarm was not noted during test. Keypad unresponsive/button error alarm was not confirmed. Pump error 63 variable 15 and pump error 53 were confirmed due to hardware anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.